Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be in the 300s range (mg/dl). It was confirmed that the customer would use injections of fast acting and long acting insulin as alternate insulin therapy.